Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/23/2020. Additional information was requested and the following was obtained: following the extended time of procedure, no patient consequences and no change in the post-operative care.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/7/2020. Additional information: d10, h6. Additional h3 investigation summary: seventeen unopened samples of product code fz318, lot # mjz218 were returned for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off - suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mjz218, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested: please confirm the product issue- did the needle pull off the suture thread? If no, explain the event. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Device return status/follow up. The following information was received: did the needle pull off the suture thread? Yes. No patient consequences due to the extension of the procedure time. The patient has a surgery recovery on (B)(6) but seems not to be related to the event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide additional information regarding the ¿surgery recovery on (B)(6) but seems not to be related to the event¿. What is meant by ¿surgery recovery¿? Did the patient have an additional surgery on (B)(6) 2019? If yes, what was the reason for the additional surgery? What is the current status of the patient?

Event description:
It was reported that a patient underwent a eventration procedure with putting up retromuscular prosthetic reinforcement on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off the suture thread at the level of plate of eventration (above the viscera). The procedure was finished properly. There were no adverse patient consequences reported. It was later reported that the patient had a surgery recovery on (B)(6) 2019, but seemed not to be related to the event. Additional information has been requested.